Event description:
During a lithotripsy procedure, the physician used a cook soehendra lithotriptor handle. It was reported that the handle could not retrieve the cable. The gear was broken when they used it the first time [first rotation of the handle]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a bio bag. The lot number was not provided. A photo was also provided that shows the spring wire slightly bent and the latch barely in contact with the gear. A photo of the lot number was not provided. Our photo and laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the latch in the raised position, which prevents the ratchet system from working properly. The central bar rotates counter clockwise as intended. However, the central bar is also able to rotate clockwise if the latch is not manually pushed down onto the ratchet gear. The spring wire holding down the latch appears bent as if pressed down by an external force. Although the user may have indicated this may have been the first use, the handle shows signs of use and wear. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the failure of the lithotriptor handle is caused by damage to the spring wire that holds the latching mechanism in place. The cause of the damage is unknown. The instructions for use state that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use caution: "reusability of device depends in large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.